Event description:
It was reported through a service report that the cot is leaking fluid from high pressure hydraulic hose. It is unk if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Other: hose.